Event description:
The customer reported that the rn pulled up an immunization xx into a 3 cc syringe using a blunt needle. Afterward rn replaced with a hypodermic safety needle. Rn was able to prime the needle without event. Rn cleansed the patient's skin with an alcohol swab. This rn gently squeezed the skin on the right vas lateralis with left hand and injected needle at a 90-degree angle with a quick thrust with the right. Rn used no more force than this rn typically uses for im injection. When injection was given all or most of the immunization expelled out the side of the syringe along the luer lock of the needle. Upon inspection of the needle after injection, the needle was slightly bent and the hypodermic safety needle itself looked damaged at the luer lock site.